Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during vats for wedge resection, the tissue were held in jaws but could not be fired completely. There were incomplete staple line and poor staple formation. Used new device to complete the case no injury was reported.